Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic totally extraperitoneal (tep) procedure. The device was being used for the dissection. The balloon dissector did not fully inflate. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, continued with the repair. There was no patient harm. The patient outcome is alive, no injury.